Event description:
The side-targeted cannula broke at the midpoint of the third fenestration. The surgical technique was free hand pin placement with fluoroscopy with power aided cannula insertion and extraction. The trocar was removed and the accufill was injected. There was a 3 minute waiting period for accufill to cure. The cannula was then removed by hand. The surgeon discovered the cannula tip was broken when he placed the cannula on the back surgery table. He verified the tip was still in the patient using fluoroscopy. The surgeon did not attempt to recover the broken tip of the cannula from the patient.

Manufacturer narrative:
No retrieval device was available from the complaint case for examination. Further investigation was done with the surgeon and representative present during the case. Surgery was performed with surgical drill without use of the instrument guide. During insertion the pin was partially backed out and then redirected to new trajectory while in the bone thus some bending likely occurred during insertion. It was reported that after injection, the cannula was being removed by hand and during the time the operating time tech nurse unknowingly manipulated the knee into flexion. Only after the procedure at the back table was it discovered that the tip was missing from the cannula.